Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked three time and stuck button alarm. The customer was assisted with insulin flow blocked troubleshooting. The customer's blood glucose level was 124 mg/dl at the time of the incident. Insulin exited during fill cannula when the insulin pump was disconnected from the quick release, but did not exit when reconnected and a fill cannula was performed. The customer was advised to change entire set and to return for analysis. Troubleshooting for stuck button alarm was performed and found that the customer did not press a button for three minutes or longer and that the insulin pump was not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed leak test, self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Unit received with minor scratched display window, case and keypad overlay.